Manufacturer narrative:
The distal tip was slightly flared. There was blood residue visible in the balloon and inflation lumen indicating the presence of a leak. Negative prep confirmed a leak; on pressurization of the device liquid was exiting from the distal tip and guidewire entry port. The outer shaft was cut away to facilitate inspection of the inner shaft. The leak site was visible between the inner shaft markers. The material was jagged and protruding outwards at the leak site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the distal right posterior descending (r-pda) artery which was reported to have 70% stenosis and no tortuousity or calcification were noted for this or any other rca lesions. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and no excessive force was used during delivery. It was reported that the delivery system was introduced to the place of the stenosis, positioned and then the physician started to inflate the balloon. However, after inflation to 2 atm, it was not possible to inflate balloon anymore and so the stent remained un-expanded and dislodged in the lesion. Device did not expand fully due to the low inflation pressure applied. The physician suspected something was wrong with delivery system and immediately removed the delivery system, but the stent remained unexpanded in the target lesion. The un-expanded stent caused occlusion of the vessel. No-reflow syndrome was seen at the angiogram. The doctor post-dilated with a balloon catheter 3*15 mm at 10 atm. Again, no-reflow syndrome was present. Multiple vasodilatation of distal part of posterior descending artery was performed. The control angiogram showed the stent fully opened, with no signs of dissection or stenosis. The account did not suspect mi because all post-dilatation was done in 10 minutes, although, no specific cardio-markers were taken by resuscitation department where patient was immediately transported after procedure. The patient received diagnosis of stable angina. The issue was not due to the device being unable to expand fully in the lesion due to vessel morphology. Patient status: stable angina.

Manufacturer narrative:
The pressure gauge needle didn't take up more than 1-2 atm. Contrast (1/3) was in the inflation device, and slow liquid was observed under fluoroscopy. The post-dilated with a balloon catheter 3x15 mm at 10 atm was conducted to expand the dislodged stent as at that time balloons of only such a size were available. Patient status: alive. If information is provided in the future, a supplemental report will be issued.